Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service representative reported that the issue has been resolved, and that there was nothing wrong with the iabp, and that it was returned to the customer for clinical use.

Event description:
It was reported and confirmed that before use on a patient, a new helium cylinder for the cs300 intra-aortic balloon pump (iabp) was fitted to the iabp, and the helium cylinder was jammed after being slightly opened and would not open. This is an out-of-box failure (oob). There was no patient involvement, and there was no adverse event reported.